Event description:
The customer reported that the system displayed a communications error and lost functionality. No patient or user injury reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 and ps2 power supplies were evaluated and replaced. The system was tested and found to be working as intended and returned to service.